Manufacturer narrative:
The customer reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During shift check, the customer reported that two fully charged autopulse li-ion batteries sn (B)(4) would not power on the autopulse platform. The two batteries were successfully charged on the autopulse multi-chemistry charger (mcc) and both showed all 4 green leds lights illuminated when the status were checked. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01610 for the autopulse li-ion battery sn (B)(4).